Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging doctor¿s office treatment for a blood glucose of 28 mmol/l with nausea, vomiting, and moderate ketones after the pump lost power. The reporter indicated that an injection of insulin was given to treat the elevated blood glucose levels. The reporter indicated that the pump battery compartment was noted to be cracked. The reporter confirmed that the battery cap was replaced appropriately and confirmed that there was no noted moisture inside the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with a power issue on the pump.